Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient experienced two implantable cardioverter-defibrillator (ICD) shocks over the course of a few weeks. The event log file for the heartmate 3 contained clusters of pulsatility index (pi) events as well as routine power source changes. No unusual rotor faults, pump temperature, or any other abnormal pump faults were seen in the log file. The reported ICD shocks were not able to be correlated to any unusual data in the log file. It was determined based on the log files that the equipment was operating as intended electronically and mechanically.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported arrhythmia could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. Log files were submitted for review and captured normal device operation, with no notable events or alarms. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported at this time the relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events, including cardiac arrhythmia, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, "patient care and management," lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.